Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report, a motor vehicle operator failed to yield the right of way to pedestrians in a crosswalk and struck the end user while he was operating the motorized wheelchair.

Event description:
According to the police report, the end user was struck by a motor vehicle that failed to yield the right of way to pedestrians in a cross walk. Allegedly, the end user was hospitalized as a result of the incident.